Manufacturer narrative:
(B)(4).this complaint for air bubbles found within the cassette was not confirmed. The lot number was not provided; therefore a batch review cannot be conducted and the sample is unavailable for evaluation. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During assistance with an alarm on the home choice (hc) during use, during fill 1; the registered nurse (rn) revealed they found some air bubbles within the cassette. The technical service representative (tsr) assisted with the troubleshooting and repriming. The therapy was continued without further alarms. Baxter contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated they remember the incident. They stated the air in the cassette was due to the cassette. They stated there was a crack within the cassette that created bubbles. There was no further information provided by the nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.